Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the casing of insulin pump was melted and insulin pump was also exposed to moisture. The device will be returned for analysis.